Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transoral thyroidectomy, the vessel sealing device had a seal issue with bleeding of less than 250cc. The device's jaws were cleaned every 10 minutes. An end tone was heard during the case but there was no evidence of energy delivery like steam/smoke, blanching of tissue, or thermal spread as vessel were 2mm thick and tissue bundles about 1-2 mm. There was no medical or surgical intervention made to prevent a permanent impairment of a function. There was no patient injury.